Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mentioned symptoms of their blood glucose levels such as dryness and urination. The customer treated with manual injections. The customer stated blood glucose was 270 mg/dl and when she arrived at home their blood glucose level was over 600 mg/dl. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was over 600 mg/dl. The customer complained about hyperglycemia. Customer was wearing the insulin pump at time of hospitalization. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check basal rate settings for accuracy. Customer ran a self test and the insulin pump passed. Customer was explained about the 2 high blood glucose rule. The customer declined troubleshoot for failed battery test, and battery out limit. The product was not returned for analysis.